Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not functioning properly as his site is the size of a golf ball, no alarms and his blood glucose was 487mg/dl. The customer experienced thirst and frequent urination. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the customer to call back when the tubing clamp arrives. No further information was provided.